Event description:
The complainant reported that merit's left heart kit leaked during a procedure. Air was injected into the pt. There was no reported harm or injury to the pt.

Manufacturer narrative:
Device evaluation: the suspect device was returned to merit for evaluation. The left heart kit was evaluated as well as components within the kit. Visual examination. Including exam under magnification, was performed with no defects being identified. Measurements were taken of the manifold rotator assembly and it was found to be within specification. Leak testing under vacuum was performed and it was found that air was coming in through the rotator when applying a side load on one area of the rotator. The device history record was reviewed and no specification deviations were noted that could be related to this incident. Complaint data was reviewed over the last two years and no other complaints were identified with this failure mode. Although the complaint was confirmed. The root cause of the failure could not be determined. Exam under magnification, device history record reviewed, complaint data reviewed. Results: device within specifications, leak at rotator of manifold.